Event description:
A peritoneal dialysis (pd) patient reported an unspecified infection. Upon follow-up, it was documented that the patient was hospitalized on (B)(6) 2024 due to peritonitis. Additional follow-up was conducted with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2024 due to severe abdominal pain during the fill phase of pd treatment. The patient had pd effluent cultures obtained in the emergency room (ER). The patient was diagnosed with peritonitis and admitted to the hospital. The patient¿s pd cell count was (B)(4) on (B)(6) 2024. The patient was prescribed antibiotics. On (B)(6) 2024 the patient was administered cefepime 1g intravenous piggyback (ivpb), diflucan 100mg oral (po), zosyn 4.5mg ivpb times 2 doses, and vancomycin 2g ivpb. On (B)(6) 2024 the patient was administered vancomycin 1g ivpb. The cultures resulted positive for streptococcus mitis/streptococcus oralis. The patient was transitioned to hemodialysis (hd) during the antibiotic regimen. The patient was prescribed vancomycin 1g IV during the last hour of hd treatment from (B)(6) 2024 through (B)(6) 2024; vancomycin 750mg IV during the last hour of hd treatment (B)(6) 2024 and (B)(6) 2024; and vancomycin 1g IV during the last hour of hd treatment on (B)(6) 2024. The patient was discharged from the hospital on (B)(6) 2024 and continues to complete hd therapy until the completion of the antibiotics. The cause of the peritonitis is unknown.

Manufacturer narrative:
Correction: g.4.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient¿s reported event of peritonitis with hospitalization and temporary transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The cause of the peritonitis is unknown, however, the culture resulted positive for streptococcus mitis/streptococcus oralis. These are viridans group streptococci (vgss) bacteria known as normal flora of the upper respiratory tract, mouth, intestine, skin, and female genital tract. Although vgs infections are usually caused by hematogenous spread from dental intervention, peritonitis due to this pathogen is probably caused by transluminal contamination with oral flora. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported an unspecified infection. Upon follow-up, it was documented that the patient was hospitalized on (B)(6) 2024 due to peritonitis. Additional follow-up was conducted with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2024 due to severe abdominal pain during the fill phase of pd treatment. The patient had pd effluent cultures obtained in the emergency room (ER). The patient was diagnosed with peritonitis and admitted to the hospital. The patient¿s pd cell count was 45,615 on (B)(6) 2024. The patient was prescribed antibiotics. On (B)(6) 2024 the patient was administered cefepime 1g intravenous piggyback (ivpb), diflucan 100mg oral (po), zosyn 4.5mg ivpb times 2 doses, and vancomycin 2g ivpb. On (B)(6) 2024 the patient was administered vancomycin 1g ivpb. The cultures resulted positive for streptococcus mitis/streptococcus oralis. The patient was transitioned to hemodialysis (hd) during the antibiotic regimen. The patient was prescribed vancomycin 1g IV during the last hour of hd treatment from (B)(6) 2024 through (B)(6) 2024; vancomycin 750mg IV during the last hour of hd treatment (B)(6) 2024; and vancomycin 1g IV during the last hour of hd treatment on (B)(6) 2024. The patient was discharged from the hospital on (B)(6) 2024 and continues to complete hd therapy until the completion of the antibiotics. The cause of the peritonitis is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported an unspecified infection. Upon follow-up, it was documented that the patient was hospitalized on (B)(6) 2024 due to peritonitis. Additional follow-up was conducted with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) /2024 due to severe abdominal pain during the fill phase of pd treatment. The patient had pd effluent cultures obtained in the emergency room (ER). The patient was diagnosed with peritonitis and admitted to the hospital. The patient¿s pd cell count was (B)(6) on (B)(6) 2024. The patient was prescribed antibiotics. On (B)(6) 2024 the patient was administered cefepime 1g intravenous piggyback (ivpb), diflucan 100mg oral (po), zosyn 4.5mg ivpb times 2 doses, and vancomycin 2g ivpb. On (B)(6) 2024 the patient was administered vancomycin 1g ivpb. The cultures resulted positive for streptococcus mitis/streptococcus oralis. The patient was transitioned to hemodialysis (hd) during the antibiotic regimen. The patient was prescribed vancomycin 1g IV during the last hour of hd treatment from (B)(6) 2024; vancomycin 750mg IV during the last hour of hd treatment (B)(6) 2024; and vancomycin 1g IV during the last hour of hd treatment on 15/jul/2024. The patient was discharged from the hospital on 08/jul/2024 and continues to complete hd therapy until the completion of the antibiotics. The cause of the peritonitis is unknown.